Event description:
Material no.: 305443, batch no.: 9149933. It was reported that before use of the sharps coll side entry 5.4qt red the container is labeled incorrectly as ref 305443 5.4qt; but it should be 305344 8qt. The following information was provided by the initial reporter: the tote is labeled incorrectly as ref 305443 5.4qt. The product should be 305344 8qt.

Manufacturer narrative:
Investigation summary: product images of the samples were provided for evaluation. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported lot was performed for the past 12 months and there was no issue identified during manufacturing for any labeling concern. The issue was found to be related to the current process. A review of the current process revealed the issue is related to the manufacturing procedures where the container data may require a manual entry of information. Due to manual entry a human transcription error was possible. A corrective action has been initiated to help avoid errors for the manual process for label product information entry. The issue will continue to be evaluated and monitored by bd for any trends. Based on the pictures provided from customer the following observations were made: the label design belongs to an 8qt family of product (305344). The lot number (9149933) belongs to an 8qt product . The part number printed on labels belongs to a 5.4 qt product (305443). According with this investigation this issue (incorrect part number) is directly related to manufacturing process; also it was noticed that this failure mode was already known due to improvement opportunities (the process to send printer information is carry out through manual entries) had already been identified within the manufacturing process therefore, a CAPA record car-jrz-00000110 was initiated to implement corrective actions that helps to implement a robust process to avoid those manual entries.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305443 batch no.: 9149933. It was reported that before use of the sharps coll side entry 5.4qt red the container is labeled incorrectly as ref 305443 5.4qt; but it should be 305344 8qt. The following information was provided by the initial reporter: the tote is labeled incorrectly as ref 305443 5.4qt. The product should be 305344 8qt.